Event description:
There have been functionality issues with the bifuse 5 inch connection sites with alaris small bore IV tubing sets - they have been reportedly leaking, breaking, and cracking on separate occasions. No patient harm has been reported.